Event description:
(B)(6) healthcare is the initial importer of the device which is a bath bench. Drive was notified of the incident through legal summons. The device was provided to the end-user by a hotel for use during the end-user's stay. Drive will attempt to get the bench for evaluation. The user was using the bench at a hotel when the bracket reportedly broke. The user claims to have aggravated an existing injury to her right knee and lower back as well as injuring her right shoulder with torn tendons. Initial model number provided was incorrect. No serialization provided.